Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service was able to trace the error to a short in patient pump 1. The power distribution board was also found to be faulty. A repair is planned for the device. Until the repair can be completed, the patient has been advised not to use the affected circuit. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during maintenance. There was no patient involvement.

Manufacturer narrative:
The involved pump was returned to livanova (B)(4) for further investigation. Visual inspection identified that the pump was very dirty and the electronics in the motor are faulty. It was not determined how the pump became dirty. During testing, the current of the pump was higher than it should be. An exact root cause for the reported issue could not be identified.

Event description:
See initial report.